Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (cannot complete baseline) was confirmed. As received, a test monitor was unable to recognize the electrode belt. Upon evaluation, the trunk cable was damaged. The cause of the inability to complete a baseline is the damaged trunk cable. The root cause of the damaged trunk cable cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a baseline recording was unable to be obtained during patient fitting.